Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device was received and evaluated. Visually the device seemed to be unused/out of box condition, as reported. Visual observation revealed clear liquid droplets in the suction tube, this complaint is confirmed. From past investigations on this issue the supplier noted "the photographic evidence provided shows that the silicone oil visible inside the pvc tube is consistent with other devices investigated under supplier CAPA. A review of the manufacturing process has shown no change to the silicon oil dispense process which could have contributed to silicon oil in the ts90 suction tube. As the silicone dispense process is a manual process. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Cuff repair: (B)(6), (B)(6) 2018. Unit appears to have moisture in the tubing. Jnj representative has sealed off the tubing with tape to ensure it remains. We noticed this before the case started so it was not used during the procedure. Another unit was opened and did not appear to have any moisture in the tubing. 5 minute delay to procedure. No ae to patient.